Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure (batch no. 753647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: mirena from 2007 to 2010 and oral birth control plls from 2004 to 2006. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (total hysterectomy, uterus and cervix removed). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and vulvovaginal pain outcome was unknown. The reporter considered menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received. Essure lot number, removal date added. Events added from pfs- pelvic pain, abnormal bleeding (vaginal, menorrhagia), vaginal pain. Concomitant drug, historical drug, lab data were added. Reporter details, patient demographics added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.